Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular planned treatment, which was completed after moving the patient in another room. The philips remote service engineer (rse) examined the system remotely and confirmed that there was power issue on the system. Upon investigation, the customer discovered that l3 phase was offline due to a tripped breaker. After resetting the breaker, all three phases were online. However, there was no "on" or "off" light on the front of the m cabinet pdu. The philips field service engineer (fse) visited onsite and upon functional testing, the fse checked power to m cabinet. The fse found that the ups control board failed and would not allow the system to turn on. To resolve the issue, the fse bypass the ups and then powered on the x-ray system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot. There was no reported patient or user harm. Philips has started an investigation of this complaint.